Manufacturer narrative:
This product is registered as a combination product. Further information was requested but was not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise resulting in non sustained right ventricular oversensing, aborted shocks and low pacing impedance was observed on the right ventricular lead. The patient felt a jolt but it didn't appear to have been from a shock. Th patient was pending further.

Manufacturer narrative:
Should include the patient was stable following the procedure.

Event description:
The patient's status was noted as stable following the procedure.

Manufacturer narrative:
Further information was requested but was not yet received.

Event description:
New information received notes further testing revealed noise with isometric testing. The patient subsequently received one inappropriate shock. Right ventricular capture thresholds were increased and r waves were diminished. The patient was brought in for a procedure for downgrade due to the noise. The right ventricular lead was capped (B)(6) 2020 and replaced.